Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that their insulin pump is not delivering insulin. The customer also stated that when she attempted to bolus the insulin pump delivers slowly. Customer's blood glucose level at the time 238mg/dl. Partial troubleshooting was completed. No significant event leading up to the incident was mentioned.